Manufacturer narrative:
Product analysis: the distal tip was damaged. There were kinks/stretching present on the distal shaft, proximal to the balloon approximately 3cm proximal to distal tip and 15 cm proximal to distal tip. The device was placed in a 37 degree celsius waterbath for 24 hours to disperse the hardened blood and contrast in order to facilitate balloon inflation. A .015 inch mandrel would not load through the inner lumen most likely due to hardened blood and/or contrast. During the analysis the device passed negative prep. Pressure was applied to the device, both nominal and rbp was reached, the balloon did not inflate, no leak evident on the device.

Event description:
It was reported that the physician was attempting to use a solarice rx balloon dilatation catheter to treat a dissection of a mid rca lesion exhibiting no calcification and little vessel tortuosity. The device had been removed from its packaging per IFU and inspected prior to use with no issues notes, no difficulties were noted removing the protective sheath / packaging stylette from the device. Negative prep was not performed. The total occluded rca was recanalised and stented with a non-mdt drug-eluting stent(s) and a dissection occurred. The solarice device was delivered to treat the dissection. The device passed through a previously deployed stent. No resistance was encountered during delivery nor was excessive force used. No difficulties were noted during inflation of the solarice balloon. The device was not moved or repositioned prior to the deflation difficulties. It was reported that the device would not deflate at the lesion site. The balloon had been inflated twice up to 8atm. The deflation difficulty occurred after the second inflation. A concentration of 1:1 contrast/saline was used and it is reported that another device inflated and deflated without problems using the same inflator with no fluid (contrast/salt mix) change. The whole set (guiding catheter, guide wire and balloon) was removed quite easily from the vessel by simply pulling. No patient injury reported please note that this device, solarice rx, is not marketed in the united states; however, the device is deemed the same as the united states marketed device euphora rx.

Manufacturer narrative:
Product analysis: the balloon bond was stretched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.